Event description:
Related manufacturer reference number: 1627487-2023-03949 scs. It was reported that the patient's lead had pulled back to their temple and had one contact with high impedance. In turn, surgical intervention was undertaken wherein the lead was repositioned, explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.